Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.

Event description:
Caller states patient tested 5.8 inr on the coaguchek xs plus system while a comparison lab returned as 4.1 inr. Patient's warfarin dose and antibiotics were held and based on the meter result. No adverse event reported. Requested return of suspect system, however test strips were not returned.